Event description:
Noted on mammogram rupture to left breast implant. During surgical intervention it was noted that left and right implants were ruptured. Both implants were removed. Implants were implanted in another medical facility.